Event description:
It was reported that the programmer powered up to a black screen. The programmer had been running for about an hour and was shut down and moved. When powering on the programmer after moving it, the black screen appeared. After about five retries to power on past the black screen, the programmer powered up to the model select screen. The user ran the 2090 service diskette with no errors. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).